Event description:
The pt was considered to be a poor surgical candidate, so the physician opted to attempt stent placement. One coronary stent was successfully delivered to the target lesion site in the pt's saphenous vein graft to the left anterior descending artery. The delivery system was withdrawn and a second stent with delivery system was advanced to a lesion in the ostium of the same vessel. The protective sheath was retracted and the balloon inflated to 6 atms, deflated and then inflated to 8 atms. The balloon burst and became entangled in the stent. The physician was unable to withdraw the stent or balloon from the pt. The device was cut and the balloon and stent remain in the pt's vein graft which was allowed to clot off. The pt was placed on an intra-aortic balloon pump until stable. There were no clinical sequeale reported relative to the event.